Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal vhd kit size 7 was deployed. Upon removal of the sheath it was noted that the sheath was not intact. Several attempts were made to retrieve the sheath from the tissue tract using hemostats, but were unsuccessful. A vascular surgeon was consulted and the patient was taken to surgery for exploration of the right groin area. An incision was made and the collagen and sheath portion were removed. IV antibiotics during the procedure. The pt was scheduled for discharge the next day. No further complications were reported.